Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 16.8 mmol/l versus 12.0 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.